Event description:
Philips received a complaint by the customer on the v60 indicating that it was observed that there was an error message that displayed on the display: oxygen device failure. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was recommended to check the gas circuit oxygen of the device. A field service engineer (fse) has been dispatched for onsite support. The pse replaced solenoid valve, oxygen, v60 to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16833.